Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump delivered to support a patient admitted in for a high risk surgery patient. The impella cp pump was cross clamped and when clamping was released the pump had low flows. The flows prompted the team to remove and replace the pump. No patient harm was reported.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Complaint device not returned for investigation. Data log were reviewed which showed many suction alarms occurred during the case. A few short positioning alarms observed that resolved with trouble shooting. Flow was in optimal range until the clinical states that the pump was clamped. Flows were seen to be low after. However due to the device not been returned and unclear evidence provided the low pump flow cannot be determined.